Event description:
Lilly case ID: (B)(6) this report is associated with product complaint: (B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a patient of unknown gender, age and ethnicity. The patient was taking humalog lispro via humapen savvio blue for the treatment of an unknown indication. On unknown date, the base of the cartridge holder of humapen savvio blue was broken. This humapen savvio blue device was associated with product complaint (B)(4) / lot number 1411v05. It was unknown who operated the device and if the operator was trained. The duration of use for this device model and the specific device was not reported. The humapen savvio blue device was returned to the manufacturer on 22mar2022. Edit 19apr2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed as necessary.

Manufacturer narrative:
Please refer to update statement (s) dated 05may2022 in the b.5. Field. No further follow-up is planned. Evaluation summary. A patient's mother reported that the cartridge holder of the patient's humapen savvio device was broken. No adverse event was reported. The cartridge holder was not returned with the device; therefore, the complaint could not be confirmed. However, the investigation of the returned device (batch 1411v05, manufactured november 2014) found the device could not be dialed up or down due to the dial subassembly spinning freely within the barrel, and the device could not be dosed. The investigation identified the reportable malfunction of a broken bulkhead component and found an oily substance present on the housing collar near the bulkhead subassembly. Spectroscopic analysis of the oily substance identified it to be consistent with a fatty acid-based substance. The fatty acid-based substance, introduced in the field and not related to the manufacturing process, caused degradation of the bulkhead component, causing the device malfunction. Malfunction confirmed. A broken bulkhead can lead to an over- or underdose. The core user manual provides instructions for proper care and storage of the device. It states, "do not use alcohol, hydrogen peroxide or bleach on the pen body or dose window. Also, do not cover in liquid or apply lubrication such as oil, as this could damage the pen.". There is evidence of improper use. Foreign material contamination of the device occurred while in the field (not related to the manufacturing process). This misuse is relevant to the finding of bulkhead failure.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a patient of unknown gender, age and ethnicity. The patient was taking humalog lispro via humapen savvio blue for the treatment of an unknown indication. On unknown date, the base of the cartridge holder of humapen savvio blue was broken. This humapen savvio blue device was associated with product complaint (B)(4)/ lot number 1411v05. It was unknown who operated the device and if the operator was trained. The duration of use for this device model and the specific device was not reported. The humapen savvio blue device was returned to the manufacturer on 22mar2022. Edit 19apr2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 05may2022: additional information received on 04may2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for (B)(4) associated with lot number 1411v05 of humapen savvio, blue. Updated improper use and storage from no to yes and added date of manufacturer. Corresponding fields and narrative updated accordingly.